Manufacturer narrative:
Batch review performed on 22 february 2023: lot 2242299: (B)(4) items manufactured and released on 12-dec-2022. Expiration date: 2027-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for peri-prosthetic humeral fracture. The surgeon 4 days after primary surgery revised successfully the stem, the metaphysis and the diaphysis.